Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that the patient faced two damage infusion set tubing events on (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.